Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels of over 500 mg/dl. Reportedly, the cause was an unspecified issue with the insulin the customer was using. Bg was addressed via a manual injection, and new insulin. The customer was instructed to consult with healthcare provider regarding bg level.